Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches. Patient reported that they were burning, red, and raised. The patient reported broken skin. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the patch and apply hydrocortisone cream to the area. Outcome of the rash is unknown.